Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported 40, 43, 51, 65, and 97 mg/dl low readings on the adc device. As a result. The customer reported self-treating with apple and orange juice. The customer later reported being hospitalized for multiple days where unspecified readings were taken on a hcp meter and customer received treatment of unspecified IV fluids for treatment of a diagnosis of hypoglycemia. There was no report of death, serious injury, or mistreatment associated with this event.